Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in nicu/scn (neonatal units), lipids were observed leaking from the connection of the micobore tubing and lipid filter. There was no patient harm.